Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/30/2016 and found that the teflon coating was worn on the sample probe and required replacement. The fse replaced the sample probe to resolve the issue. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that they are getting false negative bilirubin results for ca controls on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.